Event description:
Cna is talking pt in to bath. Pt walks in and "plops down" on seat of left cna lifts pt upon lift + then top plate + pin break on lift causing pt to fall + hit side of tub and the floor. Pt received bumps and bruises no serious injuries sustained. As stated in incident report pt refuses to use transfer chair as described in directions for the use of tub lift.